Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that they couldn't turn their stimulation on and the stimulation has been turned off for over a month. Patient mentioned that the last time this happened, the patient's representative was able to help them turn the stimulation on. Patient also mentioned they had been in emergency room for 11 days because they fell [unrelated] and they haven't been able to turn the stimulator on to help with their pain. Patient mentioned that the nurse has been trying to contact the rep but it was unsuccessful. Patient mentioned the controller keep saying to 'call medtronic'. During the call, patient was trying to charge the implant but reported they got recharger problem. Agent confirmed that the patient has been using the old recharger and not the replacement we sent a couple months ago. Patient plugged the replacement recharger and confirmed that they were able to recharge their implant on excellent and was able to increase to 100%. Agent walked the patient through how to turn the stimulation on. Patient confirmed that the stimulation was now on and started to increase stimulation on group a as they weren't feeling stimulation yet. Patient commented they don't remember increasing the stimulation as far they were during the call. Agent reviewed if patient wasn't able to find a level that would work to back down again and follow up with their doctor to check their settings. The patient was redirected to the healthcare provider to further address the issue.